Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. System was verified and is ready for use. Intuitive surgical, inc. (Isi) has not received the erbe for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a non-recoverable fault occurred on the electrosurgical unit (iesu) or erbe generator that was unable to be resolved. The customer had used a valley lab force triad unit for the procedure. The procedure outcome was unknown with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the force triad generator was used in the prostatectomy procedure due to the issue in the first case of the day (partial nephrectomy procedure captured under related MFR report#: 2955842-2024-18102). The prostatectomy procedure was completed robotically with the force triad, and there was no injury related to the erbe generator. The prostatectomy case was delayed due to the erbe generator c-34 error during the case. Isi received the integrated electrosurgical unit (iesu) involved with this complaint under related record MFR report#: 2955842-2024-18102. The iesu was analyzed and found to have error c34. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.